Event description:
The customer reported to olympus, the ultrasound gastrovideoscope had air-water channel and nozzle was totally clogged. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, the nozzle unit is clogged. The clogging inside the nozzle unit could not be removed. It is unknown, what kind of material is responsible for the clogging. Foreign material was exiting from the air/water nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer allegation was not confirmed. The nozzle was partly clogged but the air/water function was fine. In addition, evaluation of the device observed the following: adhesive on the bending section cover (a-rubber) was detached, due to wear of angle wire, the bending angle in up direction does not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to wear and tear damage with customer mishandling and with increasing use/time, therefore the foreign material was unable to be removed. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.